Event description:
A report was received that the patient was experiencing pain at the site of the tension loop. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing pain at the site of the tension loop. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the leads were released. The patient was doing well following procedure.

Event description:
A report was received that the patient was experiencing pain at the site of the tension loop. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing pain at the site of the tension loop. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient's lead was shocking the patient. The lead broke and was replaced with a new one.

Manufacturer narrative:
Additional information was received that only the lead extension was replaced and no lead was replaced during the revision procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.